Manufacturer narrative:
Follow-up 8/2/2016: the customer was released from the hospital on (B)(6) 2016 and stated that their blood glucose levels were "much better". The customer thought the pump or infusion site caused their elevated blood glucose levels; however the customer stated the pump seems to be working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 613 (mg/dl) and diabetic ketoacidosis. While hospitalized, the customer was treated with intravenous insulin. Reportedly, the customer's bg levels began to decreased and then rose again to 239 (mg/dl). System check with tandem technical support indicted the pump was performing as expected. It was noted that the cartridge uses humalog and is changed every 3 days. The customer was reminded that humalog is indicated for use up to 48 hours. The customer was still hospitalized at the time the event was reported.